Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported particulate. On an unspecified date, the customer contact reported that during priming prior to patient use, particulate was noted in an unspecified location of the tubing set. The particulate was described as a black dot. No specific details were provided. The tubing set was replaced and the therapy was initiated. No additional information was provided.